Manufacturer narrative:
The explanted device was not returned to plus orthopedics so an eval cannot be performed. The surgeon has indicated to plus orthopedics USA that he does not believe plus products caused or contributed to the pt's condition.